Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit display issues and is damaged. No one was harmed.

Manufacturer narrative:
Updated fields: b4, h6(type of investigation, investigation findings, investigation conclusions), h10, h11 corrected fields: b5, h6(health effect-clinical and impact code). It was reported that the cardiosave intra-aortic balloon pump (iabp) unit has display issues damaged. A getinge field service engineer (fse) contacted customer biomed and acknowledged receipt of service order. Received photo (attached) depicting severely damaged display. Extent of damage is beyond scope of customers current service agreement. Generated quote for repair and forwarded it to customer biomed. Placed service order on hold pending customer approval of quote and receipt of hard copy po.07-02-2024. Received email correspondence (attached) from customer biomed declining repair. Customer biomed advised this unit was removed from service and unit would be disposed. Closing service order and associated complaint based on attached email from biomed. No one was harmed. H3 other text: customer biomed declined repair service.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit display issues and is damaged.